Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In surgery, surgeon complained the reamers was not enough sharp to work po # (B)(4). Patient consequence? :no. Action taken for procedure:completed with other reamers. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.